Event description:
The dentist reported that after 2 month that the dental implant was installed in intra-oral region #21 it was verified its non osseointegration. Sixteen ncm of primary stability was achieved adn immediate load was not performed. Patient had low bone quality ( bone type iii), and presented infection, pain, bleeding and swelling.